Event description:
A baxter sales representative reported that the doctor used floseal on a patient. The patient has a mass that showed-up on CT scan after 6 months. When doctor was asked by the sales representative if excess product was irrigated the answer was "no". The sales representative said that the surgery had taken place 6 months ago. The sales representative mentioned that there is no record of the lot number for the product, but dr would like to be contacted regarding the case. Baxter medical assessment: clinical history is still extremely limited and requires additional information: type of surgery and approach; volumes of product (floseal) used; medical treatment required by the presence of fluid collection. Additional lab investigations (radiology, puncture, etc.). The fact that the excess product has not been removed, may have caused or contributed to the postoperative fluid collection (as a result of increased resorbtive activity). Since it is unclear if the complication has required additional treatment, and the surgeon reported the two cases, the recommendation is to report the case. Retraining is recommended. Additional information received by baxter from dr: dr had used floseal during an abdominal hysterectomy, with lysis of adhesions on 1 occasion at the hospital. Patient has endometriosis. At the site of adhesiolysis, there was diffuse oozing which dr treated with floseal 1 x 5ml kit rather than cauterize the entire area. No approximation and no irrigation was performed. The patient who dr used floseal on is no 6 months post operative. A fluid collection was picked up on routine CT scan to follow-up with any recurrence of endometriosis around the ureter. The patient did not, and still does not have any signs or symptoms of problems related to the fluid build up which is approximately 1.5cm in size. No treatment has been done to remove the fluid and dr is anticipating that it will resorb with time and will monitor the patient for any signs of problems. Retraining was given for floseal use, to explain the need for gentle approximation to the bleeding site in order to obtain a gentle tamponade benefit and prevent lifting of the matrix under which fluid could become trapped, followed by irrigation of all excess matrix not incorporated in the hemostatic clot. Dr expressed her gratitude in having this explained to her and stated all of the surgeons would benefit from such knowledge.

Manufacturer narrative:
Please note that follow-up mentioned in the medical assessment was determine to be surgiflo and not floseal. The case has been reported to johnson and johnson. This case is being reported prior to receiving the follow-up medical assessment for the additional information received. A follow-up report will be submitted upon receipt of the follow-up medical assessment.